Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low impedance and noise was noted. There was a mode switch due to oversensing of the ra lead. The ra lead was reprogrammed. There was a high number of short intervals on the sensing integrity counter (sic) for the right ventricular (rv) lead. Both the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.